Event description:
Boston scientific received information that this pacemaker along with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements greater than 2,000 ohms. The rv lead was surgically abandoned and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.